Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 150 mg/dl and their sensor glucose read around 50 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. It was also found the customer had a bad sensor alert and calibration error alert on the insulin pump. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.